Manufacturer narrative:
Two opened/used enlite sensors were tested and they passed with accurate readings. The device had bent cannulas and it's not confirmed if customer received sensor in said conditions, as sensor were returned opened/used.

Event description:
Customer reported insulin pump alarmed a calibration error. Customer also reported that sensor shows a blood glucose reading that is below 40. However, she performed a finger stick and received a blood glucose reading between 88 and 105. Customer current blood glucose reading was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.